Event description:
I had a fiberglass cast with gore procel lining which was applied to my left lower leg in 2007. The following month, I began experiencing intermittent mild itching on top of my foot, which became increasingly severe on the evening of two days later. I sought medical attention from my surgeon the following morning and the cast was removed. I had a severe fungal infection affecting my entire foot extending over my ankle. The skin was sloughing off, edematous to the point that the cast cutter, cut the tissue over my ankle-did not require sutures-and had a very foul odor. I had not detected an odor prior to the cast being removed. I was told by my surgeon that I had "jungle rot." I received treatment with oral and topical antifungals as well as oral antibiotics for a secondary bacterial infection. The infections cleared and I received no further treatment. The affected area remains discolored and has a rough texture. The tissue is easily torn by simply scratching an itch and easily irritated with some shoes. Dates of use: thirteen days in 2007. Diagnosis: post op bunionectomy - 2007. Event abated after use stopped: yes.